Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported a controller with a faulty power connection. The patient reported that no power source will stay connected to port one on the controller. There was no reported patient injury related to this event. The controller was returned to manufacturer for visual and functional examination. The controller power source one connector fails visual testing due to being slightly loose. Functional testing demonstrated that the port could still transfer electrical signal to the controller via battery and ac power source. The most probable root cause for the reported "poor mechanical connection" may be attributed to a loose power port connector likely a result of a loose bolt. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that power port one (1) of the controller would not maintain a secure connection to power sources. When the controller was inspected by the site, it was stated that the power source connection was loose and slightly disconnected from the controller. A controller exchange was performed. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.